Event description:
Statlock tubing from arterial line severed during attachment to brand new transducer set-up. Transpac IV monitoring kit with safeset 84 arterial pressure tubing reference# 42646-66, lot# 13515407. It seems it was the statlock tubing that severed (not the transducer tubing). Meaning the transducer is intact but the end of the transducer that is affixed to the statlock tubing severed.